Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced dribbling after voiding, nocturia and urethritis. No explant procedure was reported. A urine culture was performed and antibiotic started. After two days, the urine culture was negative.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced dribbling after voiding, nocturia and urethritis.